Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "it was reported by the asr (B)(6) when they plugged the light cord in there was no light coming through" conclusion: probable root cause cannot be determined as no problems were found outside of broken fibers, which is not relevant to reported issue. It is possible that the reed switch is intermittently sticking but issue could not be reproduced during investigation. The product was returned for investigation but the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.